Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the atrial channel failed to capture and competitive atrial pacing was observed. Programming changes were made. There were no patient consequences.